Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a thoracoabdominal aortic dissection. Vessel morphology was reported as the proximal neck has been originally thrombosed after a dissection, and there was no aortic neck length. It was reported that the bifurcated stent graft device and contralateral iliac limbs were implanted, it was reported that there is a proximal type I endoleak. An endurant cuff 32x32x49 was implanted however the endoleak was not resolved. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: no aortic neck length and treatment of dissection.